Manufacturer narrative:
At the time of the event, the mattress in use was an arjo auralis, with dimensions of 2030 mm in length, 860 mm in width, and 205 mm in thickness, as specified in the auralis instructions for use (IFU 04.ai.00en). The instructions for use for the solite bed were retrieved from the manufacturer's website. A review of the approved mattress specifications for the solite bed indicated that it had been tested and approved for use with several different mattresses, none of which included the arjo auralis. If a different mattress is to be used, the bed provider or manufacturer should be contacted to verify compatibility and suitability. A comparison of the dimensions between the approved mattresses and the auralis mattress revealed that the auralis mattress differs in length and width by approximately ±3 cm compared to the approved mattresses. To minimize the risk of body entrapment, the auralis instructions for use clearly state: ¿make sure there are no gaps to entrap a patient's head or body.¿ the root cause of the incident could not be determined. The unavailability of the mattress for inspection and the limited information concerning the event restrict the ability to fully reconstruct the circumstances or identify additional contributing factors. If any additional information becomes available, further investigation will be initiated. To conclude, the arjo device was used for patient treatment at the time of the event and, from that perspective, played a role in the incident. However, the customer has not reported any failure of the arjo device. The complaint is considered a singular occurrence. The complaint was assessed as reportable due to the patient getting trapped between the non-arjo bed side rail and the auralis mattress. The patient asphyxiated and passed away. D4. UDI: (B)(4). The device is distributed outside the us and no gudid information exists. H3 other text: not disclosed for arjo evaluation.

Event description:
The medical device safety officer contacted arjo to obtain information regarding the auralis mattress involved in the incident. According to the reporter, a patient was found trapped between the side rail of a non-arjo bed (solite model, manufactured by drive devilbiss) and an arjo auralis mattress. The patient suffered asphyxiation, which led to death. It was confirmed that the patient had parkinson¿s disease. No malfunction of the arjo device was reported. The mattress was not available for arjo¿s evaluation, as it was isolated by the police service of northern ireland (psni). No further details concerning the event have been released.